Event description:
It was reported that the system controller was broken. The upper layer of the black power cable was damaged during housework. The system controller was exchanged and would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress. The reported event of a damaged upper layer of the black power cable was confirmed via evaluation. A review of the log files contained data spanning approximately 129 days (28aug22 ¿ 3jan23 per timestamp). All of the captured data appeared to show the system controller operating as intended throughout the log files. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis with a cut in the black power cable. The controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and operated the system as intended for extended operation. The layers of the black power cable were stripped where the damage was observed. There was no damage to the underlying wires. A root cause for the reported event was reported to be due to the patient accidentally damaging the power cable while performing housework device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.